Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that arrow button was worn and difficult to push as well as insulin pump required multiple button pushes. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had difficulty in rewinding and insulin pump did not start up. Insulin pump will not be returned for analysis.